Manufacturer narrative:
The implant, pusher, and introducer were returned for analysis. The microcatheter was not returned. The implant was not attached to the pusher. The implant is severely stretched and deformed, and the pusher has a damaged strain relief. No burn marks were found on the strain relief. No further damage was found on the introducer or the pusher proximal to the strain relief. The pusher's electrical resistance was also measured and was found within specification. The investigation of the returned coil system found the implant was not attached to the pusher, and the pusher showed no evidence of activation using a detachment controller. The heater coil was found the be compressed, and the separated implant was severely stretched along its length. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage and separation of the implant, but it is consistent with the coil becoming stuck during advancement, followed by retraction or tensile forces that exceeded the strength of the coil winding and attachment monofilament. H11 corrected data: (d10).

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization, the coil was re-positioned within the aneurysm and the microcatheter. The coil was pulled slightly, and the coil was reported to be detached from the pusher. The coil remained partially within the catheter and was removed as one system. There was no reported intervention or patient injury.